Event description:
This complaint is from literature source. It was reported that one patient suffered pericarditis after epicardial catheter ablation of ventricular tachycardia (vt). This patient was treated with a short course of steroids requiring an extended hospital stay for 3 days. The patient fully recovered. There is no claim of product malfunction. Title: ¿outcomes and vt recurrence characteristics after epicardial ablation of ventricular tachycardia in arrhythmogenic right ventricular dysplasia/cardiomyopathy.¿ the aim of this study was to report procedural strategy, safety, and efficacy of epicardial rfa at a tertiary single center with a focus on the characteristics of the substrate and recurrent vt. Suspected device is thermocool sf. Upon request, additional information was provided on the event. There was no transseptal puncture performed. The event occurred post procedure. No medical or surgical intervention was required but the patient did require hospitalization due to the adverse event for total of three days. The physician¿s opinion regarding the cause of this adverse event is that is not related to any specific bwi product but the result of mapping/ablating in pericardium. The physician states the complication was not the result of using the thermocool sf catheter. It is the results of mapping/ablation and would occur with any catheter. The physician believes no patient factors have contributed to the event such as patient anatomy or disease. Settings during the event include: power settings of 20-30w / irrigation flow setting of 10-17 ml/min.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: 20 pole pentaray nav (model# and lot# unknown), carto mapping system using cartomerge software (model# and serial # unknown). (B)(4).

Manufacturer narrative:
(B)(4)